Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Per the customer, the pneumatic unit was replaced and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Per the customer, the pneumatic unit was replaced and the unit was returned to service.

Event description:
The hospital reported that, during the lab service, the unit showed a turbine motor error notice. There was no reported patient involvement.